Manufacturer narrative:
Photographs, smartcard, and kit were returned for evaluation. Review of the data recorded on the returned smart card showed that the treatment proceeded until the operator ended the treatment after 845 ml of whole blood had been processed. The customer provided photographs verify a blood leak from the y-connector in the pump tubing organizer (pto). The leak appears to be coming from the location where the tubing is bonded to the y-connector. Examination of the received kit showed blood residue at the same location of the leak in the photographs. The pto was pressure tested and a leak was verified at the location of the y-connector. The y-connector was sectioned, and inspection found a sink in the bond socket where the yellow stripe tubing is bonded to the socket. A material trace of the components used to build lot k322 found no related non-conformances. The requested device history record (DHR) review did not result in any related non-conformances and this kit lot had passed all lot release testing. The root cause of the pto leak was most likely due to a sink in the y-connector bond socket. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6). (B)(6) 2022.

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they noticed blood leaking from the pto after 800 ml of whole blood had been processed. The ecp treatment was aborted. The customer reported that blood within the kit was returned to the patient and that the patient was in stable condition. The customer returned photographs, smart card data, and the kit for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k322 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k322 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit, smart card and photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).